Event description:
It was reported that a home patient (hp) reused single-use supplies, resulting in a breach in aseptic technique, during fill five of five of peritoneal dialysis therapy. It was stated that the hp used three different cassettes, but did not switch out the solution bags. The technical service representative (tsr) reviewed the proper setup procedures with the caregiver (cg) and advised the cg that therapy should be ended. The tsr assisted the cg in ending therapy, disconnecting the hp the proper aseptic way, and opening the door to the hc to remove the cassette. The hp was treated prophylactically for a possible touch contamination. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.